Manufacturer narrative:
The hill-rom tech found the bed had a damaged internal sidecom communication cable. The cable was replaced to resolve the issue.

Event description:
Customer alleged there was no signal sent from bed to nurse station when bed alarm was triggered.